Event description:
It was reported when using the bd pyxis medstation es system drawer 5 not detected on bus.the customer added that this malfunction caused a delay in dispensing medication to patient.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 5, cubie was not detected on bus. The field service engineer replaced the interface printed circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.